Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported in a competitor device experience report: "stryker mdm head dislocated from cup." Update 20/august/2020: spoke to stryker rep. Patient went to emergency room and a closed reduction was attempted and failed. Intra-operatively, the adm/ mdm poly insert was found to be out of the metal liner, and the competitor femoral head was out of the poly insert. It is unclear if the closed reduction caused or contributed to the dislocation and dissociation. Rep provided catalog and lot codes of the revised devices and patient dob, and confirmed that no further information will be released by the hospital or surgeon.